Event description:
It was reported that the user performed a supply change and software update, received an alert that the update failed, then observed that insulin delivery was not occurring and the ilet was unable to process; the user updated the paired app while off wi-fi, after which insulin delivery resumed and glucose began to decline. Symptoms included hyperglycemia with a peak blood glucose of 354 mg/dl and sustained elevation above 180 mg/dl for approximately 5.5 hours without ketone testing or acute clinical sequelae. Outcomes included self-management with 15 units of backup insulin and no need for medical intervention or assistance. Investigation included review of the reported device behavior and user-reported troubleshooting steps. Investigation of this case revealed an unclear cause of hyperglycemia associated with a reported software update failure and interrupted insulin delivery, with subsequent recovery after the app update. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.